Manufacturer narrative:
(B)(4). Date of event: reported as the (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date, the pt experienced a touch contamination. Subsequently, the pt was diagnosed with bacterial peritonitis. The pt was not hospitalized for the event. On an unspecified date, the pt was treated with vancomycin (dose and frequency not reported) and cipro (ciprofloxacin) po- by mouth (dose and frequency not reported). The pt was given 1 dose of vancomycin. The pt was started on cipro on the 4th or 5th day of the month of onset and continued the medication for approximately 3.5 weeks. It is unknown if the hp was retrained on proper aseptic technique. On the last day of the month, pd therapy was discontinued and the pt was temporarily placed on hemodialysis (hd). At the end of the month, the pt was recovered from the peritonitis. The pt has since returned to pd therapy. Additional information was requested but is not available.